Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device was defective. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor of the compact air drive device was seized, blocked and running rough. It was further determined that during the pre-repair diagnostics assessment, the device failed for the visual impression, check the tool coupling, check cannulation, check reverse locking mechanism, check air hose coupling, check function of soft mode switch, check triggers forward/ reverse function, check for untrue running, check for excessive noise, check for air leak, check the rotations per minute (rpm) with speedometer, check the rotations per minute (rpm) with test bench starting behavior, marking and labeling, general condition and for status development. It was noted on the service order that the main motor was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.